Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet system, with blood glucose levels exceeding 400 mg/dl and remaining elevated for several hours; the user switched to multiple daily injections, changed infusion supplies multiple times, and confirmed no leaking or bent cannula on a 23-inch, 6 mm infusion set, with no device alarms reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of backup insulin therapy and a return to manual insulin dosing without hospitalization or professional medical intervention. Investigation included complaint handling with troubleshooting and education on possible causes of elevated glucose and guidance to wait at least two hours after manual insulin before resuming ilet insulin delivery. Investigation of this case revealed no device malfunction, no infusion set damage, and no alert conditions; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not confirmed to be device related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.